Event description:
The complainant reported the upper half of the wheelchair broke off and toppled the user to the ground. The user has ms and they fell on their right side of the body and experienced soreness. According to the rptr, a tech was called and the tech stated the weld at the base of the chair was a MFR defect.